Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the physician claims the staple did not come out at second fire. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that a blue cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.